Event description:
Quickie designs, inc. 2842 business park ave. Fresno, ca 93727-1328. Investigation of this particular report has determined the following: 1. Operator of device was given ample time and instruction prior to purchase. 2. Operators medical history, (ms), has and is an issue with the proper operation of the device. 3. Operator, and attendant, have made modifications to device without fully understanding end results. 4. Currently working with dealership and operator of device to determine appropriate conclusion.